Event description:
A trident x3 28mm zero degree liner (size e) and a 28mm v40 +0 head was removed due to dislocation. A trident 10 degrees constrained liner (size e) and a 22mm +3 v40 head were used to replace the removed implants. Two additional 2030 bone screws (25mm and 30mm) and a dome hole plug were also implanted. This was done to the right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident 28mm x3 zero degree liner. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.